Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported symptom door not fully latched alarms through review of the event history log, but did not reproduce it. The evaluation found that the upper link screw was loose, which is a known contributor to the reported symptom. The link screws were replaced.

Event description:
It was reported that a spectrum infusion pump alarmed door not fully latched in the general care area during therapy. It was also reported that there was no patient injury.